Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check clutch error. During the functional testing the reported issue was able to be duplicated. A combination of lead screw and clutch halves were found slipping during occlusion test due to normal wear. The root cause of the issue was due to normal wear as the pump was over 5 years old. Replaced lead screw and both clutch halves. Performed preventative maintenance and all functional testing

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump had clutch, power cord, and battery bay door issue. No patient injury reported.